Event description:
It was reported that the device broke off into the patient during a knee arthroscopy. The shaver and broken piece were successfully retrieved and removed through scope incision with no additional intervention required. No patient injury or consequence were reported. The device and packaging were not saved for return for investigation to the manufacturer.

Manufacturer narrative:
It was reported that the device or packaging were not saved by the customer. No lot number was provided so the device history record could not be reviewed for discrepancies.